Event description:
The customer's spouse reported via phone call that the insulin pump alarmed no delivery after two entire set changes. The caller stated that the issue began on (B)(6) 2015, the customer changed the entire site, but the issue recurred the following day. The customer's blood glucose was 114 mg/dl. The customer was advised to do a 5.0 unit fixed prime and reported that insulin did exit. The customer did not find any bent infusion set cannula upon removal. The customer ran an additional 5.0 fixed prime to determine if the cannula or site connection was occluded; they found that insulin did not exit and that the insulin pump did not alarm no delivery. They were advised that the set may have been occluded and were advised to change the entire infusion set set and return the supplies for analysis.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.